Manufacturer narrative:
The event of capsular contracture baker grade iii is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, capsular contracture baker grade iii. Continued h6 (health effect - impact code 4): f15. (B)(6).

Event description:
Healthcare professional reported capsular contracture, baker grade iii and rupture of right device with silicone extravasation, pain, draining of the silicone in the lodge.the device has been explanted. This relates to the right side.

Event description:
Healthcare professional reported right side capsular contracture baker grade iii and rupture with silicone extravasation, pain, draining of the silicone in the lodge.the device has been explanted and replaced.

Manufacturer narrative:
Only device photos were received. Visual analysis: visual analysis of the photographs identified: ¿ capsular contracture : unable to observe as it is a medical event that is not related to the device. ¿ rupture: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. Additional, changed, and/or corrected data: b3, b5, e3, h6